Manufacturer narrative:
(B)(4). Device not returned to manufacturer.

Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss. Reimplantation is planned but has not taken place at the time of this report, (B)(6) 2016.